Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had difficulty charging. Patient reported poor communication. Patient stated she was getting poor coupling but while on the call describes poor communication. Patient last felt stimulation about 2-3 months ago. The last time they were able to charge was about 2-3 months ago. The last time the patient was able to successfully charge their device was about 2-3 months ago reason for not charging was coupling issue. Troubleshooting done. Patient not able to communicate with other external device. Patient redirected to health care professional (hcp) for possible overdischarge. No patient symptoms or complications were reported in this event.